Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and high pacing thresholds. Surgical intervention was performed and the rv lead was abandoned and the ICD was explanted. No additional adverse patient effects were reported.